Event description:
Reporter, pharmacist, contacted co in regards to the er1 message on a customer's meter. Reporter and customer had tested unsuccessfully and it turned out they were both putting sample on wrong side of teststrip. Upon correcting technique a successful blood glucose reading was obtained. Reporter will convey proper technique to customer.